Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced urinary tract infection, appetite problems, low back pain that radiated into the legs, worsening urinary incontinence problems, abdominal pain, buttock pain and occasional paresthesia. An MRI was performed and prolapse symptoms subsequently resolved.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.